Event description:
Device malfunction: cuff miss (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and two additional proglide devices were attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #1 - proglide (lot #69021-6h), and device #3 - proglide (lot #71058-6h), are being filed under medwatch report #295144-2009-00054 (device #1) and a separate medwatch report (device #3).